Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v. The lens tore prior to insertion and the cause of the lens damage was unknown. The lens was not inserted and there was no patient contact or injury.